Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via vein utilizing a retrograde approach. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous forearm vessel. After a guide wire crossed the lesion, predilation was performed followed by deployment of a 6mm x 4cm epic stent. A 4.0mm x 40mm x 135cm sterling¿ balloon catheter was advanced for post dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The device was exchanged with a 4mm non bsc balloon catheter and completed the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).